Event description:
I have had additional problems for having this surgery I have had to have neck spinal surgery and now I have to have sacroiliac (si) joint fusion surgery to relieve the pain I¿m unable to walk and stand without numbness I can¿t pick up more than 10 pounds without pain I was let go from my job due to not being able to properly perform; 6. Lot, serial, or part numbers: (B)(6). I had this surgery on (B)(6) 2021 from the beginning of this surgery I have never been able to stop hurting. I can¿t walk without my legs and back getting numbness pain shooting down my legs. I have fell in the past due to this procedure I¿m unable to sleep due to the pain. I¿m unable to sit without pain, I have had additional surgery because of this procedure. I have neck surgery to try to relieve the pain, it didn't work. I have another surgery coming up cause of the pain in my back. I have been receiving pain medicine from my pain doctor nothing helps. I have shots in my spine nothing works. I have lost my job of 20 years due to the fact I¿m unable to do my job duty, this has caused me so much anxiety and stress cause I¿m not able to care for my myself and kids. Ref reports: mw5173524, mw5173526.